Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2014 with the following findings: a review of the pump history showed that the last basal delivery and the last bolus delivery were on (B)(6) 2014. The pump was manually suspended on(B)(6)2014 at 16:00 and manually resumed at 17:08. No deliveries were made between 13:11 and 14:59 on (B)(6)2014 due to a routine cartridge change. The alarm history showed that typical usage alarms were recorded. The basal and boluses add up appropriately to the total daily dosage; showing that the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within the required specifications. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the user was not using advanced bolus settings. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.